Manufacturer narrative:
Replacing the ECG cable has been resolved by the customer and the pump is working. There is no service report because no repair was performed by our service engineer. H3 other text : part was replaced by customer.

Event description:
It was reported that during periodic technical inspection the engineer recommended , the cs100 intra-aortic balloon pump (iabp) ECG cable be replaced. There was no patient involvement.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.